Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrovideoscope had a glue that was stuck in the channel. The issue was found during reprocessing. There were no reports of patient injury or harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the information obtained, the foreign material could not be identified. Additionally, the cause of remaining of the foreign material could not be identified either. The cause of adhesion of foreign material and information about foreign material could not be obtained from the additional information. In addition, the following reportable malfunctions were identified during the device evaluation: adhesive around light guide lens was worn-out. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.